Manufacturer narrative:
H6 code b14, c19: a review of the manufacturing records indicated that the device met pre-release specifications. H3 other; h6 code b23, c21: the medical device was not sent back for return yet, therefore direct product analysis was not possible yet. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for a 73 year-old male patient for treatment of a subacute thrombotic occlusion (rutherford class 4 (rest pain). Peripheral arterial disease) in the distal superficial femoral artery. A 8fr destination sheath (terumo) and a v-18 guidewire (boston scientific) were used in this procedure. It was reported that the viabahn device was inside the patient ready to be deployed, but could not be deployed, because the delivery system has failed, as if it was blocked. The viabahn device had to be removed as a consequence. Another viabahn device was used to complete successfully the procedure. The patient did tolerate the procedure. The physician suspected that this event occurred due to delivery system failure. The physician ruled out any anatomical concerns for the patient (tortuosity/thrombus/calcium) and stated that one viabahn device was able to be implanted before and another viabahn device later in the same procedure.

Manufacturer narrative:
H3 other: h6 code b01, c19, d15: the medical device was received back and direct product analysis was conducted. Product evaluation: this complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation, and deployment of the inner zipper had not been initiated. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.